Event description:
It was reported that this device generated alerts for to out-of-range intrinsic amplitude measurements on the atrial channel, atrial arrythmia burden (aab) of at least 0.5 hours in a 24-hour period and atrial automatic threshold detected as greater than programmed amplitude or suspended. Data review identified the atrial automatic threshold test was unsuccessful since implant due to low evoked response. Additionally, all stored atrial tachycardia response (atr) electrograms showed farfield r-wave oversensing and a couple with several beats of atrial tachycardia (at). The aab alert was increased to 6 hours in a 24-hour period. The system remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.